Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that after use of the bd vacutainer® k2e 3.6mg plus blood collection tubes there was an issue with the lip of the tube being chipped. This occurred on 2 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: the lip of the tube was chipped.

Manufacturer narrative:
H.6. Investigation summary. Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for chipped tube with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that after use of the bd vacutainer® k2e 3.6mg plus blood collection tubes there was an issue with the lip of the tube being chipped. This occurred on 2 separate occasions but the date/time and or patient information is unknown. The following information was provided by the initial reporter, translated from japanese to english: the lip of the tube was chipped.